Event description:
It was reported that during an unknown procedure the devices didn't work. This did happen twice. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Pin hole. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the clamp arm detached from the instrument and returned. As a result of the clamp arm detachment, the tube assembly was distorted. The device was partially tested with a generator during functional testing on gen11 instrument error screen was displayed. Though all testing could not be completed due to the condition of the returned device. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "tighten assembly" or "blade error detected" or "relax pressure in blade" followed by a "replace instrument" screen later in the procedure. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred.